Event description:
It was reported that the controller was shutting off while recharging the ins. Caller stated that they needed to reset the controller multiple times, and it would take about an hour to start recharging the ins. Agent had the caller plug the controller into the ac power supply without the battery pack, and the caller confirmed that the controller powered on. Caller then reinserted the battery pack and verified that the controller was charging. Caller confirmed there was no visible damage to the controller compartment or recharger. Agent had the caller attempt a recharging session, but the message "battery low, replace the controller batteries soon" appeared. The issue was not resolved. Agent sent a request to repair to replace the recharger. Patient representative (patient rep) called back and repeated previously documented information. Patient rep mentioned the recharger was replaced and it's still continuing it's issues. Patient mentioned the controller as doing a white screen and or freezing when charging the implant. Patient rep mentioned the patient has gone from charging the implant from 2-3 times a week to charging every day and the settings has not changed. Patient rep denied any recent falls/trauma. Agent instructed patient rep to check for visible damage; patient confirmed no visible damage to the controller compartment pins, controller port and li battery pack pins. Agent walked patient rep through resetting the controller; controller showed 100% and implant 60%. Agent instructed patient rep to start a charge session; implant was recharging with excellent quality. Patient rep mentioned patient charged both the controller and implant yesterday. The issue was not resolved. A request was sent to repair to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.